Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a tulip head were damaged during a demonstration. Therefore there is no relevant surgical or patient information.

Event description:
It was reported that the threads of a tulip head were damaged during a demonstartion. Therefore there is no relevant surgical or patient information.

Manufacturer narrative:
The complaint is unconfirmed for one (1) of one (1) returned pol 5.5 ti 6.5x45mm ma screwv (pn: 2000-2445) for the failure of being damaged. The severity of this event is 0 (rmr-00090). Medical records were not provided for review. Potential cause: no problem was detected, the device was able to function as expected. Complaint history: complaint history search is not required as the failure mode is not confirmed. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.